Event description:
Customer reported no delivery alarms occurring during a bolus. Customer stated that he had to calculate the remaining bolus to deliver and then re-enter the amount to deliver. He stated that the cannula was not ever bent. He reported that he had not had any ramping of numbers, button errors or unresponsive buttons. He also reported that during a set change a drop of blood had gone into the tubing. Customer did not have a specific blood glucose reading to give. He was unable to troubleshoot for no delivery as it had been a past event and was already resolved. Customer was advised on protocol for insertion and priming of the tubing. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.